Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, during intraocular lens implantation surgery, there was an injector malfunction. Hence the lens was remove and replaced with another lens in the same procedure.

Manufacturer narrative:
Correction information provided in h.6. The product was returned for analysis and the reported complaint was observed. The device was returned loose in the carton. The lock-out assembly has been removed. No ovd (ophthalmic visco-surgical device) in the device. The plunger has been advanced outside the nozzle tip and is advanced under the lens. The lens is advanced into the nozzle entry. A plunger underride was observed. The root cause may be related to failure to follow the instruction for use (IFU). No/inadequate viscoelastic was observed in the device. The IFU instructs: fill the device until ovd can be observed flowing to the nozzle tip. This will require approximately 0.28 ml of viscoelastic. If no/inadequate viscoelastic is placed in the device this will cause no/inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).